Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A (B)(6) male patient underwent cystoscope stone removal on the left side on (B)(6) 2014. The physician was going in to remove the stone and the tip of the device broke off in the patient's ureter. The tip was successfully retrieved with piranha biopsy forceps. The procedure was completed successfully with another stone extractor. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.